Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a streched helix and body fluid was noted in the base of the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm whether the induced damage to the helix contributed to the suspected dislodgment.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a post implant follow-up, this right ventricular (rv) lead exhibited loss of capture. The physician suspected that lead dislodgement had been caused by the lead helix. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.